Event description:
It was reported that the right ventricular (rv) lead had high impedance, oversensing and complete capture could not be evaluated. It was also reported that the implantable pulse generator (ipg) was at elective replacement indicator (eri) and had no telemetry. It was also noted the physician determined the ipg and rv lead were no longer required by the patient. The rv lead was capped and the ipg was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion. The device meets expected longevity.